Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported stimulation in an undesired location. She still had not been programmed yet. They went to program it and when it was turned on they felt the stimulation in the front, not the back. The doctor said it was because of the inflammation. It was noted that her inflammation had gone down a lot and she was feeling a difference already. The patient's relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, the event will be updated. Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non malignant pain. It was reported that their previous implant did not charge or went on six weeks after implant so they had to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.